Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the lfs sales representative. The reporter did not state when the alleged product issue started, however noted that they had obtained blood glucose results of ¿16.7, 18.6 and, on (B)(6) 2017, 19mmol/l¿ with the subject meter which were compared to results of ¿9.2 and 12.9mmol/l¿ taken on another device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and took an increased dosage of 2 units of insulin at 12:45pm on (B)(6) 2017. The reporter noted that the patient did not do anything else which was out with their usual diabetes management regimen. The reporter stated that the patient developed symptoms of ¿headache and sweating¿; symptoms which they associated with hypoglycemia, two and a half hours after this. In response to this the patient self-treated immediately by taking two teaspoons of honey. No medical intervention was required. At the time of troubleshooting, the customer service representative confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have control solution available to walk through a control solution test, however the sales representative reported that the products will not be replaced as a control solution test performed in a pharmacy on (B)(6) fell within the appropriate control range for the test strips being used and the reporter is happy to continue using the subject product. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.